Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected. The left cylinder was found broken in half at the base and cylinder junction. It was mentioned that the size of the cylinders was not the correct one at initial implant. The ipp was explanted and replaced. There were no patient complications reported.